Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :3889-28, lot# va0v67v, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A patient reported they had a revision surgery the day prior to the report because the ins fell out of its pocket. They lost 100 pounds and this is why it happened. Further information from the healthcare provider (hcp) on (B)(6) 2016 noted that the pocket revision was the result of the device migrating from the pocket location. The patient had bumped a wall causing the migration and the patient was uncomfortable with the position of the ins following the bump. On the day of the report, the patient stated they turned their programmer off before the revision surgery and now sees a replace the batteries screen. The patient changed their programmer batteries and was seeing a warning por screen on the patient programmer. On the day after the report, the hcp confirmed they were seeing the por screen on the 8840. The manufacturing representative (rep) reported on (B)(6) 2016 that the patient complained of pain in the pocket following the revision surgery. The hcp decided to remove the battery on (B)(6) 2016 but leave the lead in place, capped with the boot from the lead kit. The hcp stated that if the pain resolves at the pocket site they will replace the battery and if not, they will remove the lead at a future date. The implantable neurostimulator (ins) is indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Event description:
Another call from the patient on (B)(6) 2016 reported that the "thing popped out again." This was clarified to mean that the patient can grab and move the ins. The patient also reported that she is having pain in her hip which radiates to the back of her thigh and sometimes into her foot. According to the patient after turning stimulation down some of the pain went away. The patient thinks that it is her sciatic nerve and also mentioned that she has a bladder infection. The patient stated that she knows she has a bladder infection because "her back starts hurting when she does." When asked if there were any falls or trauma that could have contributed to the issues the patient stated that she fell and did something to the hip. The patient reported that "they think she has a pinched nerve which is why they wanted to do an x-ray." The patient stated that she fell on (B)(6) 2016 and once two weeks prior to the fall on (B)(6) 2016. When asked about the onset of the reported issues the patient stated that she is not sure when the ins "popped out," but she noticed it the morning of the call, the bladder infection was stated as starting 4 days ago, and the leg pain was also reported as starting 4 days ago. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had one on their left side that popped out and it hurt so bad they put it on the other side. The patient also noted that something was wrong with the placement of the device and should be looked into. There were no further symptoms or complications reported or anticipated.